Manufacturer narrative:
There was no additional information available.

Event description:
Boston scientific crm received information that this local representative contacted technical services to request a longevity comparison between renewal and cognis devices. Technical services provided a longevity estimation and the local representative expressed concern about the expected longevity of cognis devices (as compared to renewal devices) since the battery chemistry had been improved.